Event description:
It was reported that the customer's transmitter did not blink to indicate connectivity while attached to the sensor. Customer looked at sensor and stated that it was curved. Customer was advised to return the sensor for a replacement. The customer's reported blood glucose value was 10.0 mmol/l. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and found sensor cannula cracked at the sensor base.